Manufacturer narrative:
(B)(4). (B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. A functional leak test was performed and verified the reported condition. A puncture was found to be present exactly at the location were the spike is inserted into the blue connector. The cause of the condition was determined to be method-user. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 1000ml eva bag had a leak. This was noticed before use. There was no patient involvement. No additional information is available.